Event description:
Chronically hospitalized, and severely malnourished patient with an implanted heartmate iii left ventricular assist device (lvad) with chronic nocardia, (B)(6) and (B)(6) related infections now presents with pseudomonas in the culture obtained from the chronically draining fistula, and new exposure of a portion of the proximal driveline. Patient additionally had culture positive abdominal fluid (peritonitis) with klebsiella and vancomycin-resistant enterococcus, and had a dilated gall bladder. Placement of a chole drain was withheld due to the high comorbidity burden of the patient. Daptomycin, meropenem, and cefepime were added. Patient developed worsening pulmonary infiltrates and lactic acidosis. She was made a do-not-resuscitate (dnr) and expired soon after.